Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that placing 4 fr sl 3cg ppicc, PICC assist was talking to patient about how strong the piccs are, that they¿re power injectable etc. She went to pick up the piece of the PICC that had already trimmed off and stretched it illustrate to the patient how strong the polyurethane is, and it broke into two piece. Patient had to have the PICC removed and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed, but the root cause could not be determined. One photo of a powerpicc catheter was returned for evaluation. Review of the photo found that four segments of catheter tubing were present. Each piece appeared to be broken, however, the photo did not provide enough detail to comment on the nature of each break. A sticky note was visible indicating that the user had stretched out a portion of the catheter, but it wasn¿t clear based on the photo what segment, if any, had been stretched out. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer that placing 4 fr sl 3cg ppicc, PICC assist was talking to patient about how strong the piccs are, that they¿re power injectable etc. She went to pick up the piece of the PICC that had already trimmed off and stretched it illustrate to the patient how strong the polyurethane is¿ and it broke into two piece. Patient had to have the PICC removed and replaced.